Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the keypad buttons were unresponsive. The pump was exposed moisture, which resulted in the keypad issue; in addition, the pump continuously vibrates and there is condensation behind the screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/06/2013 with the following findings: moisture can be seen from behind the display lens. Performed a leak test and found a display lens leak. Opened the pump case and found moisture throughout pump. There's no visible damage to the keypad. All buttons respond properly. Removed the keypad and found no damage or contamination to the button contacts.

Manufacturer narrative:
Animas (anm) has requested return of the subject product(s) for evaluation. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.